Event description:
A patient was positioned near the short end (foot end) of the operon sl surgical table with the table in the urology configuration for 500 lbs. The patient was maneuvered from lying flat on their back to sitting in an upright position with the assistance of four nurses. The momentum of the patient's weight caused the head end of the table to lift up and the foot end to lower which resulted in the patient sliding off the table to a standing position.